Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the sharkcore needle was used to perform a solid mass tissue sample when the handle broke on the delivery system. The device was used in a patient. There was no user injury. Surgical intervention was not performed. The last known patient's condition is good. There was no adverse event reported.